Event description:
On (B)(6) 2024 an ilet user reported they experienced a high blood glucose (bg) event leading to diabetic ketoacidosis (dka) and hospitalization. The event occurred on 7/16/24. The user's dexcom g7 continuous glucose monitor (cgm) was suspected to be out of sync, leading to incorrect glucose readings that prevented proper insulin delivery. The user felt sick and vomited but saw a cgm glucose reading of approximately 95 mg/dl, prompting them to drink juice. Within half an hour, the user felt worse and went to the ER, where a fingerstick glucose test revealed a level over 600 mg/dl, while the cgm still displayed 95 mg/dl. At the time call the user was still hospitalized and receiving manual insulin injections.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 7/18/24 were reviewed. Engineering logs for the ilet device were not available after 4/25/24. However, clinical data was available for the reported event date. No evidence of device malfunction was found in the available clinical data and engineering logs during the review period. The available device data from the clinical portal matches the description of the event. Cgm data is very sporadic leading up to and on the date of the event. There is no evidence of persistent hyperglycemia on the report according to the dexcom g7 cgm. The available cgm data on the report show that the cgm was within range or low during the reported event. During this period, the ilet was behaving as intended by reacting appropriately to cgm glucose values and appropriately triggering device and cgm glucose alerts. Without engineering data for the reported event date, performance of the device during the event cannot be evaluated. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes and data available in the clinical portal, it appears cgm inaccuracy is the cause of the hyperglycemic event. The ilet dosed insulin appropriately based on the cgm values. Because of the discrepancy with the cgm reading lower than the user's actual blood glucose, this resulted in severe hyperglycemia.